Event description:
"Yesterday, hosp urgently notified co that they had used 2 pcs. With a pt. Unfortunately, it appeared that the black coat peeled off and remained inside the pt's body but the ill-effect to the pt is still unpredictable".